Manufacturer narrative:
Event date is approximate. The month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's friend or family member regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported that in july they turned stimulation off prior to going into lowe's and afterwards the patient received a jolt when stimulation was turned back on. Caller said that she lowered stimulation and that resolved the issue. Caller said later on, caller said that she gradually increased setting to what it was before and patient said that it was comfortable. No further complications were reported. Additional information was received from the patient's wife. The patient's wife called back in response to an inquiry regarding steps planned to resolve the issue. They reported that there was no plan in place to resolve the issue, but now before turning the patient's stimulation off, they decrease the stimulation so that when they turn the device back on, the patient does not get the jolt. Then they increase back up to a comfortable level. The caller stated that the jolting only occurred the one time, when they turned the device off for the store, then turned it back on to the patient's original settings.